Manufacturer narrative:
Pad has been bunched/crushed, which is abuse of the product and a violation of the warnings and instructions provided. Vinyl has creases and is discolored in the bunched areas.

Event description:
Consumer claims her heating pad emits a chemical smell and will not turn off. No property damages or injuries were reported with this incident.